Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. Sample has been evaluated and observed a stain on the left side of the glove. Therefore, this complaint was confirmed related to supplier issue. There was an existing scar-24-02-002 that has been issued to the supplier for further investigation. A potential root cause for this failure mode could be defect contributed by vendor. A review of the device labeling has been conducted for investigation purpose. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the foley tray, the gloves were found to be dirty, so the use was discontinued.

Event description:
It was reported that after opening the foley tray, the gloves were found to be dirty, so the use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.